Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was no capture threshold on the left ventricular (lv) lead; it was noted to be dislodged. The lv lead was capped and replaced. The patient is stable.